Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the catheter tip (sealant sleeve) of a 5f mynx control vascular closure device (vcd) was bent and the vcd could not enter the 5f non cordis sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Adequate flush was used and maintained. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
As reported, the catheter tip (sealant sleeve) of a 5f mynx control vascular closure device (vcd) was bent and the vcd could not enter the 5f non-cordis sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa) using a retrograde approach. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Adequate flush was used and maintained. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The procedural sheath was not returned for evaluation, and the syringe was received connected to the device with the stopcock observed opened. In addition, the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves, which were observed to be severely kinked/bent outward as received; however, no cracks were observed on it. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed on the returned device. A dimensional test was not performed on the returned device due to the severely kinked/bent condition of the sealant outer sleeve assembly as received. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. Button 2 was also depressed, and the balloon was completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and 2 deployment during the device failure investigation. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves due to the severely kinked/bent outward condition as received with no cracks observed on it. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device as the sleeves were found to be kinked/bent as received. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.